Event description:
Siemens was informed that more than 28000 series marked archived could not be located in the archive. During analysis it was confirmed that "28648 series instance uids with 'archived-status = 2' are not part of the archive database." The reported event occurred in (B)(6).

Manufacturer narrative:
Our factory experts are conductin an investigation of the reported issue. The concerned studies marked as archived are available in the short term storage (sts) but the archive database shows no entries for these studies. Hence, the data is not accessible. Currently, it is unk whether data has been deleted from the customer's sts via an automatic delete function and therefore potentially lost. The initial analysis showed that only images received by the syngo.plaza prior to may 2013 are affected. A workaround was identified by our experts. The workaround was implemented at the customer site. The investigation is on-going. A supplemental report will be submitted once additional info becomes available. This report was submitted october 8 2014.